Manufacturer narrative:
Stryker evaluated the device logs for this event to confirm reported issue. It was observed that the resistance fluctuated between 115.4 ohms and 184.6 ohms, while the reactance values fluctuated between 595.2 and 682.7 ohms, which is consistent with values observed when one of the pads is not making good contact with the patient's skin. Root cause could not be established because the electrode tray was not returned. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device did not detect the patient through defibrillation electrodes. In this state the device would not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised physio-control that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device did not detect the patient through defibrillation electrodes. In this state the device would not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised physio-control that the device use did not contribute to the outcome of the patient.